Event description:
Health professional reported an explanted lap-band system due to abdominal pain, pain at port site, infection and gastric perforation related to the device. The event was first noted when the patient presented with abdominal pain the day after the implant surgery and was diagnosed with a gastric perforation and infection reported to be caused by the lap-band. The infection was noted when "cloudy fluid near the lap-band port assembly" was noticed. The patient was treated with "antibiotics post-op [and] IV antibiotics." The doctor applied a patch to the perforation "along greater curve of the stomach" and also repaired a hernia that was present prior to the implant surgery. The lap-band system was explanted.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Stomach perforation, infection, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling contraindicates the use of the lap-band system in a patient with a previous gastric injury: "contraindications: patients who have/experience an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement." Device labeling addresses surgical technique in regards to perforation: "caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." "Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the reported event of pain and infection as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."